Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Investigation conclusion: customer returned (1) 1/2cc, 8mm, 30g syringe in an open poly bag from lot # 9168997. Customer states that they are unable to move the plunger rod. The returned syringe was examined and exhibited a broken plunger rod, which would make it difficult to move the plunger rod in the barrel. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9168997. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken plunger rod). (B)(6) 2021 , (B)(4) received a photo complaint from material #326668 and lot #9168997; syringe 0.5ml 30ga 8mm. Initial evaluation: examination of the photo indicates that the plunger head was not attached to the plunger. There appeared to be no damage to the cap or to the end of the barrel where the plunger extends from. A review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine, which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 9168997. Was reviewed and zero quality notifications were written for issues relating to the assembled syringe defect. The syringes were packaged from 06aug2019 thru 10aug2019. During the manufacturing process, the following inspections are completed on regular intervals for the plunger: visual inspection every hour: missing components including plunger rod. Visual inspection every hour: damage defective components including if a defect is found during an inspection a quality notification is initiated. Maintenance dispatch (l2l) was reviewed, and one (1) dispatch was opened; l2l #71473 on 09aug2019 for jy metro angled plungers. Root cause and correction: the air jet was not aligned causing the plungers to transfer down the rail at an angle causing damaged tips when going into the index dial. The air jet was adjusted. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 0.5ml 30ga 8mm experienced difficult plunger movement. The following information was provided by the initial reporter: the customer reported that he/she was unable to move the plunger rod (syringe).